Manufacturer narrative:
(B)(4). The customer does not know the lot number. The data of manufacture cannot be determined.

Event description:
The customer reported that during use, the tube was not compatible with the connector of the circuit. The tube was removed and replaced. There was no patient harm reported.